Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad traces. No moisture damage on electronics noted. Battery out limit alarm was not confirmed due to unresponsive buttons. The device was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs and alarming battery out limit. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 361 mg/dl time of reporting. Nothing further reported.